Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye found a small dark brown/black ¿burn¿ mark was observed inside the header cap on the edge of the fiber bundle. The reported condition was verified. Visual inspection of the dark spot confirmed that it was a burn on the fibers. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported prior to treatment, foreign matter was observed in a revaclear 300 dialyzer. The foreign matter was observed before priming. There was no patient involvement with the reported event. No additional information is available.